Event description:
During the evaluation of the device, the third-party service center visually inspected the device and found no evidence confirming customer complaint. No problem found. During the evaluation, foam particles were observed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.